Manufacturer narrative:
Eval summary: the infusion pump was tested for flow accuracy at 100 ml/hr, the infusion pump failed the accuracy test with a flow value of -5.5% from the desired amount. A corrective and preventative action has been initiated.

Event description:
The flow is too low during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information or pump programming. The hosp rep stated that there have been no rpeorts of any pt incident involving this pump since the last baxter service event.